Manufacturer narrative:
Concomitant products: prowler select plus, enpower dcb and cable. (B)(4). Conclusion: the device was returned for analysis. The unspecified enpower detachment control box (dcb) and the unknown connecting cable as well as the prowler select plus microcatheter were not returned. As viewed through the returned packaging, it was found that the coil was unsheathed and entangled around the device positioning unit (dpu and the introducer sheath. Tension was applied to the detachment fiber to verify that the detachment fiber did not receive heat and melt. After cleaning, note that the coil was stretched between the coil¿s proximal soldered section and the coil itself. Also note a copious amount of protein is lodged on the stretched coil section. Located 9 millimeters to 1.2 centimeters off the distal tip of the dpu is a section of the grey tip coil that has been compressed and buckled. The entire coil has intermittent sections of stretching and compression damage. The device positioning unit (dpu) failed electrical testing with resistance at 42.5 ohms (range 48.5/56.0) and the enpower and cable systems ready green light failed to illuminate. Manipulation at the distal tip of the dpu section brought the resistance back into a passing specification of 52.1 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. The circumstances of how and when the unreported damage found to the dpu and coil occurred cannot be determined. A review of the manufacturing documentation associated with this lot (c30999) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the non-detachment of the coil was confirmed. Since it was reported that there was no device damage noted after the procedure, the coil damage was related to post-procedure handling. The dpu failed electrical testing. While the exact root cause of the non-detachment cannot be determined, the most likely contributing factor to the coil¿s non-detachment may have been due to a fracture of the solder joint connecting inside the resistive heating coil and/or wiring damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the prowler select plus microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Additionally, it was found that a non-compatible 18 series microcatheter was utilized with a 14 series microcoil system. This may have may have had a secondary effect on the wiring and solder joint connections. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm)¿¿ the inner lumen of the problem select plus microcatheter is 0.021¿. There was no evidence the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a superior gluteal artery aneurysm, the physician was unable to detach the cashmere 4x8 coil (crc14040830/c30999) after completion of coil implant. The physician used the reported coil as a first coil for embolization of the internal iliac peripheral. There was no problem with the preoperative current check. The coil was delivered to the coil detach position, and the detachment button was pressed; however, the coil was not detached. The physician attempted to detach more than five times; however, all attempt failed. The coil was eventually retrieved. Afterward, a spare coil with the same lot number was used with the same enpower cable, and the coil was detached without any problem. Seven additional micrus coils were implanted without any problems. There was no issue reported such as kink during the delivery. The procedure was successfully completed with ten minute surgical delay. There was also no patient injury or complication reported. Information could not be obtained to determine if the connections fit properly without application of excessive force or if lights illuminated. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available.